Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 158 ohms. During a device replacement for normal battery depletion, a commanded synchronized shock was delivered to test the lead integrity, and a code 1005 was observed, indicating an open circuit condition was detected during the shock delivery. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.